Manufacturer narrative:
The reported events of failure to sense and inadequate capture were not confirmed. A complete lead was returned in one piece for analysis. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to sense and exhibit high capture threshold at multiple implant positions. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.